Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, an air leak was noted coming from the balloon of a 3.5 x 20 mm nc trek balloon dilatation catheter (bdc) when applying negative pressure. Therefore, an unspecified trek bdc was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: additional information was inadvertently left out of the case details on the initial MDR. Evaluation summary: a visual and functional inspection was performed on the returned device which was returned with a hypotube separation. The reported leak during prep was unable to be confirmed due to the hypotube separation. The reported balloon tear was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon tear. The reported leak and hypotube separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, after use of the nc trek, a tear in the balloon was noted when the device was inflated outside the anatomy. No additional information was provided.